Manufacturer narrative:
The manufacturing representative (rep) went to site to test the imaging system and replaced the ups and the pc, reloaded software, replaced the pendant plungers, and performed a system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000535, product ID: bi71000186r, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that an issue was occurred during surgery. The or staff took preliminary 2d shots without issue. However, when the site began to take a 3d spin, an unknown error message appeared on the mvs (mobile viewing station) monitor. The site stopped the spin and attempted to take another 3d spin. However, a different unknown error message appeared on the mvs (mobile viewing station) monitor. The system was removed from the or and surgery continued with a imaging system. The site switched from a hand switch to a footswitch and began to troubleshoot the system in the hallway. Upon bootup, the mvs (mobile viewing station) displayed the medtronic splash screen but would not boot fully. Ias (imaging acquisition system) pendant booted on as expected. The site performed a reboot and kept the system off for several minutes. Upon bootup, the mvs (mobile viewing station) monitor displayed only a blackscreen, with no splash logo. Site noted that he could hear the mvs' ((mobile viewing station) fans whirring, but the screen remained black. It occurred pre-op and there was less than an hour delay to the case. Medtronic navigation was aborted. Patient was present at time of event.

Manufacturer narrative:
H3,h6: the uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that unable to confirm r eported issue. Ups was received without battery. Tested battery was inserted and ups was charged for at least 6 hours. Ups passed load test with 7 mins 58 sec. No problem found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000186, serial/lot #: (B)(6) rev. 1: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received for patient information and no impact to patient outcome.

Manufacturer narrative:
H3, h6) the mvs (mobile viewing station) pc (personal computer) was returned to the manufacturer for analysis. Analysis found and replaced the ups (uninterruptible power supply) and the pc (personal computer), reloaded software, replaced the pendant plungers, and performed a system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000907r, serial/lot #: b)(6). Rev. 5: MDR codes updated: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.